Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well as information provided during good faith effort attempts. B5, h8 field was corrected as the information was available at the time of the initial report submission. During troubleshooting, the module was replaced with another unit. Attempts to confirm whether the issue has been resolved have been unsuccessful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. A definitive root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The issue was observed during procedure. The following information was provided but the customer: the issue occurs during procedures when the cv-190 is plugged into the imagestream. When it happens there is a blue flash on the monitors, but that blue flash does not come through on any pictures or video taken by the system. It doesn¿t cause any delays.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device was displaying an intermittent image. It is unknown when the problem was identified. There was no harm or user injury reported due to the event.